Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittently no insulin was observed to be dripping from the tubing during bolus delivery. Customer's blood glucose was approximately 400 mg/dl. The customer did not receive any alerts or alarms to indicate a blockage. Pump supplies were changed and the issue persisted. Reportedly, customer reverted to manual injections for insulin therapy.